Event description:
Event complications: unk - reported 10/9/96. Patient's current status: unk - rpt'd 10/9/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Device label codes: 1738. A user carton, labeled as containing iab s/n j1425626, was returned for evaluation. Examination of the carton's contents revealed the following items: a sterile iab, s/n j1425626, within its blister tray. The tray pouches were sealed and intact. A complete insertion kit blister tray, lot ss. The tray tabs were tabs were interlocked. The tray pouch was opened. A loose one-way valve and 3-way stop cock. A blue user evaluation form and an abbreviated guide. Probable cause of difficulty: it was reported that the plastic over the insertion kit was opened. This was verified during laboratory examination but visual examination revealed that the pouch had been previously sealed as evidenced by the residual seal markings on the clear pouch. A review of the mfg record card indicated that this insertion kit passed inspection. Unfortunately, it is not possible to determine when the kit packaging was opened.